Event description:
It was reported the atrial lead impedance was high and there was non-capture. The lead was removed and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the distal conductor was fractured. It was noted that the proximal conductor was distorted, the distal conductor was stretched and had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the inner insulation was torn, the outer insulation was breached cut and had cosmetic depression, there was blood in/on the helix/lobe mechanism, and the lead was stretched.